Event description:
On (B)(6) 2012, the patient reported that the pump download indicated that several bolus attempts were cancelled without user knowledge. The patient reported cancellations according tot he downloaded bolus history as follows: on (B)(6) 2012, 1.45 units of 3.54 units were delivered; on (B)(6) 2012, 0.0 units of 4.05 units were delivered; and on (B)(6) 2012 at 4:43pm, 0.0 units of 2.75 units were delivered. The patient claimed that he did not cancel any boluses; he said that there were no related alarms in the history and he denied issues with keypad buttons. This complaint is being reported because the pump allegedly cancelled boluses without user intervention. Of note is that there was no reported blood glucose excursion related to this issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box data was not available due to continued patient use. The pump was successfully paired with a meter remote. A normal 10 unit bolus and a 10 unit audio bolus were performed and but were successfully recorded in the pump history. A 10 unit bolus was programmed from the meter remote and the bolus was successfully recorded in the pump history. The keypad buttons were tested and there was no evidence of any stuck or hypersensitive buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.